Manufacturer narrative:
The device was not returned and the physician does not want to provide any more information. The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Review of the function test video and images of the valve were acceptable per the inspection criteria. This was an off-label use of the tissue valve, therefore, no investigation is necessary.

Manufacturer narrative:
In this case, the mitroflow lxa19 installation did not follow the indicated label instructions for two reasons: 1. The valve was used in the pulmonary valve location, which qualifies as off-label use because, based on the IFU for mitroflow lxa, indications specify that the mitroflow aortic pericardial heart valve is intended for the replacement of diseased, damaged, or malfunctioning native or prosthetic aortic valves. 2. The warnings and precautions for mitroflow lxa also state the following: clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. The valve was used in a pediatric case and did not follow the stated precautions.

Event description:
Mitroflow lxa19 was explanted from a pediatric patient after 3.9 years due to inefficiency (implant position was pulmonary - off label use) and replaced by a 25mm valve instead (model and brand are unknown). The device will not be returned and no more information will be provided.